Event description:
The customer reported to customer service that the housing for the power cord of her breast pump fell off.

Manufacturer narrative:
Contact was not made with the customer to obtain add¿l info regarding this event. More attempts to make contact with the customer will be made. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the housing for the transformer fell off, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housing showed damaged and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Should add¿l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.